Event description:
It was reported that when using the bd pyxis¿ es server all machines were not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist reviewed the health sight viewer (hsv), found no indication of any machines in disconnecting mode and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.